Event description:
The customer contacted baxter's technical service center regarding a check patient line (cpl) alarm, which occurred on the homechoice (hc) during use, during fill. The home patient (hp) said that she set up with new supplies and had reoccurring alarms. The hp said that the initial drain volume (idv) equaled 1ml and the fill volume (fv) equaled 1634ml. The hp had disconnected and fluid spilled all over the floor. The baxter technical service representative (tsr) explained that the hp had solution left from a previous call. The tsr explained the hp could try manual supplies. The tsr offered to swap and the hp declined. The tsr advised them to try manual exchanged and to call the registered nurse (rn) to let her know about the alarms. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer made repeated unsuccessful attempts with the home patient (hp) at acquiring additional information. If any additional information should become available, this complaint will be updated accordingly. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4).the event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: "product surveillance received a call from the home patient on (B)(6) 2012 and she said she did not have any injury or harm as a result of this incident. She had forgotten to close the clamps after disconnecting and so solution leaked out. She has been continuing dialysis therapy successfully since then. She was in the hospital on (B)(6) 2012 for a catheter repositioning. There was patient involvement but no reported injury or medical intervention."

Manufacturer narrative:
(B)(4). The problem was confirmed and the root cause was determined to be use error. The label review found the labeling adequate for the use error in this complaint.